Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after tightening and priming, the connecting point of the two stopcocks became loose when infusing while in the procedure room and leaked fluids. There was no patient harm.